Manufacturer narrative:
Additional information was received that the reason for the explant was due to infection.

Event description:
A report was received that the patient developed a pressure sore at the ipg site which caused a small hole and exposed the ipg. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a pressure sore at the ipg site which caused a small hole and exposed the ipg. The patient underwent an explant procedure. No device malfunction was suspected.